Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507658 lead, implanted: (B)(6) 2003; 507645 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited phrenic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.